Event description:
It was reported that during a ptca procedure, the dilatation catheter shaft was found to be broken in the guiding catheter upon removal. The broken dilatation catheter shaft and guiding catheter were removed as a single unit without incident from the pt.